Event description:
It was reported that a merlin.net transmission showed the patient received inappropriate atp and shock. Programming changes will be discussed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.